Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. The right atrial (ra) lead involved is a non-boston scientific product. Due to the patient being pace-dependent, a temporary pacemaker was implanted. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.